Event description:
It was reported that the patient developed a skin irritation due to the pod adhesive. The patient contacted a healthcare provider and was prescribed betacorten g, aqua cream, tevacutan ointment, and zyllergy 10 mg pills for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.